Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: during investigation, the keypad cover was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to be responsive to button presses during testing. The keypad was removed and no contamination was found under the button contacts. The complaint of under responsive keypad buttons was not duplicated during investigation. The pump cover was removed and internal moisture was found near the keypad connector and on the display board. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. A leak revealed a battery compartment leak. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.